Event description:
It was reported that the customer's sensor was reporting blood glucose values different from the real values, which caused his insulin pump to go into threshold suspend. The customer's blood glucose level at the time of the report was 96 mg/dl, and the sensor was showing 72 mg/dl. Standard troubleshooting was performed. The customer had also reported profuse bleeding from his sensor insertion sites. The customer will replace his sensor. The customer also reported that he had a high blood glucose value which was caused by a curled over cannula. The issue was fixed with an unomedical insulin infusion set change. The insulin pump then functioned according to specification. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).